Event description:
It was reported that the insulin pump had numbers that were ramping themselves when the customer attempted to program a bolus. The blood glucose reading was 42 mg/dl. The customer stated that the device was delivering more insulin than she needed because she had a low blood glucose episode. No significant events leading to the alarm were observed. The customer also tried to replace the battery to reset the insulin pump and it alarmed battery out limit; the customer said that it was possible that she could have had the batteries out longer than the 10 minutes allowed by the device. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/no power, low battery or battery out limit alarm noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. No numbers ramping up noted. The insulin pump had cracked display window corner and cracked reservoir tube lip.